Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported there was no response from the device when the magnet or the radiofrequency head was applied to interrogate the device. Patient stated the pacemaker had never been checked. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.